Event description:
Rptr called lifescan because the surestep meter gave an er1 message. He decided that he had not placed an adequate amount of blood on the test strip and this contributed to receiving er1. He compared the confirmation dot to the vial color chart which indicated a blood glucose of 350mg/dl.